Manufacturer narrative:
Corrected to adverse event in initial MDR. Corrected to required intervention to prevent impairment/damage (devices) in initial MDR. Corrected to serious injury in initial MDR. Claim # (B)(4).

Manufacturer narrative:
Age or dob, sex, weight, ethnicity, race: unk. Event date: unk. (Expiration date): unk, no serial number reported. Implant date: unk. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).

Event description:
A refractive surprise of 3d of residual cylinder was reported. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.